Event description:
The following was reported to hamilton medical ag: local staff replaced and repaired the o2 mixer assembly and returned this c1 to the hospital at the end of july. However, after the hospital staff had finished using this c1, technical event: (B)(4) was again displayed on the screen and an alarm went off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).